Manufacturer narrative:
The lotcode info was not provided. Therefore, the exp date and mfg date are unk. Add'l item reported by this customer: #2 pdo, model/catalog #: unknown, lot #: unknown, expiration date: unknown, device manufacture date: unknown, 510 (k) #: k051609. The device was not returned for eval. Method: the device was not returned for eval. No product eval can be performed. Results/conclusion: the device was not returned for eval. No product eval can be performed. Without the finished good lot number, relevant portions of the DHR could not be reviewed. It is uncertain if this reaction was a result of either too much tension placed during closure, the pt's hygiene and surroundings at home or the use of two different closure devices. A recent meta-analysis published in (B)(6) states that "after orthopaedic surgery, there is a greater risk of wound infection in pts whose wounds are closed with metallic staples than with sutures" (B)(4) angiotech item # ya-1029q / unknown, quill srs, 0 monoderm / #2 pdo, lot unknown / unknown.

Event description:
The date of the event is estimated. Dr (B)(6) performed a total hip arthroplasty procedure where quill srs #2 pdo was used for capsular closure, quill srs 0 monoderm for deep dermal closure and staples for skin closure. Approx two (2) weeks post operatively, the pt presented to the clinic with "pus filled" blisters along the incision line. Culture and sensitivities were done. However, the surgeon has not reported the details of the results. The pt was placed on oral antibiotics and has progressed well. The surgeon stated that a resident closed this incision and that this reaction may be a result of either too much tension placed during closure and/or the pt's hygiene and surroundings at home. It was not possible to determine the relative contribution to the incident since two different closure devices were used. A recent meta-analysis published in (B)(6) states that "after orthopaedic surgery, there is a greater risk of wound infection in pts whose wounds are closed with metallic staples than with sutures" (B)(4).